Event description:
It was reported that guide wire tip detachment occurred. The chronic totally occluded (cto) target lesion was located in an artery. A luge guide wire was advanced to the lesion; however, the tip of the guide wire broke off and they were unsuccessful in opening the lesion. The physician tried to snare the tip of the wire out of the artery but was unsuccessful. The patient was absolutely fine so the physician decided to leave the tip of the wire in the artery and finished the procedure.